Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pressure injury was developed with the use of purewick flex female external catheter. The patient with poor neuro status and declining from the respiratory state as well over several days. Hemiplegic on r and larger body habitus. Incontinent of bowel and bladder, voiding 2 to 3 hours. After foley removal, purewick utilized. Patient with multiple skin issues as patient was found down at home after indefinite amount of time. Unstageable on sacrum arear. On this stay first degree labial tear noted. Leadership involved and told that purewick was probably not the catalyst for the tear. Purewick was reapplied as the patient was unable to tolerate multiple turns in a 2 hour period because of neuro and respiratory status. Skin tear was assessed multiple times and trias cream applied (wound nurse recommended). After emergent intubation on patient, the patient was very wet with urine incontinence. Site assessed again whilst cleaning and 2 wounds noted, a side tear on labia and another wound inside vulva above urethral meatus. For this reason foley was placed so wounds can heal without constant urine and the suspicion by writer that the purewick caused wounds. Suction was set at 100mm/hg however, purewick on assessment often noticed to be somewhat collapse looking after 1 to 2 hours. They made sure the air vent was exposed at the top and however often leaked around still soaking pads and sometimes sheets.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: the purewick flex female external catheter is intended for non-invasive urine output management in adult users with female anatomy, for conditions such as urinary incontinence. Contraindications users with urinary retention. Warnings: the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams). Do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon. Precautions: use with caution on users who are agitated, combative or uncooperative and might remove the product. Do not use barrier cream on the surfaces where the product will be placed. Barrier cream may reduce suction. Keep suction on while removing the product. This helps prevent leaks during removal. Correction- e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pressure injury was developed with the use of purewick flex female external catheter. The patient with poor neuro status and declining from the respiratory state as well over several days. Hemiplegic on r and larger body habitus. Incontinent of bowel and bladder, voiding 2 to 3 hours. After foley removal, purewick utilized. Patient with multiple skin issues as patient was found down at home after indefinite amount of time. Unstageable on sacrum arear. On this stay first degree labial tear noted. Leadership involved and told that purewick was probably not the catalyst for the tear. Purewick was reapplied as the patient was unable to tolerate multiple turns in a 2 hour period because of neuro and respiratory status. Skin tear was assessed multiple times and trias cream applied (wound nurse recommended). After emergent intubation on patient, the patient was very wet with urine incontinence. Site assessed again whilst cleaning and 2 wounds noted, a side tear on labia and another wound inside vulva above urethral meatus. For this reason foley was placed so wounds can heal without constant urine and the suspicion by writer that the purewick caused wounds. Suction was set at 100mm/hg however, purewick on assessment often noticed to be somewhat collapes looking after 1 to 2 hours. They made sure the air vent was exposed at the top and however often leaked around still soaking pads and sometimes sheets. Per additional information received on 24mar2025, it was reported that the patient tested positive for hsv. Therefore, they did not count as injury after review.